Event description:
It was reported that during use of the sentrant hydro sheath with the medtronic harmony tpv system, the sheath experienced multiple kinking with reported non-flexibility and less braided strength in curved anatomy, which created difficulty pushing the harmony tpvsystem through the sheath. The harmony tpv system became stuck in the sheath at the level of the kinking. It was reported that ventricular tachycardia occurred and a defibrilator was used. It was reported that retrieval of the whole system was required, by removing the sheath and the stuck valve. The patient was treated by replacing the sheath with a new sheath, and the event was reported as resolved with replacement of the sheath. The kinking was not noted prior to insertion in the patient and IFU was followed. The cause of the kinking was attributed to non-flexibility in the sheath/ less braided strength in curved anatomy. The occurence of the ventricular tachycardia was considered to be related to the difficulties experienced with the sentrant sheath around trying to pass the harmony device. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Film analysis conclusion the reported kink was confirmed; however, the cause of the event cannot be determined based on the limited imaging available for review. Lack of pre-implant CT imaging did not allow for assessment of the pre-implant anatomy and procedural angiograms showing advancement of the device into the vessel, the moment when the kinking occurred, and insertion of the tpv system through the sheath were not available, limiting thorough evaluation of the event. Although the marked tortuosity observed in the images may have been a contributory factor, this cannot be confirmed. Product analysis four still images were received for the analysis. Images show a harmony delivery system along with two sentrant introducer sheaths placed on a surgical table. Deformation was observed on both introducer sheaths. The dilator appeared slightly bent toward the distal end. Images 3 & 4 image depicts the distal and proximal end of introducer sheath placed on a surgical table. Damage was observed at both distal and proximal end of the introducer sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.